Event description:
It was reported to bsc that a male pt underwent a therapeutic renal dilatation procedure in 2007. The nephromax nephrostomy balloon dilatation catheter was utilized. The clinician reported, "the balloon was ruptured. It is possible that it was inflated over 17 atms." The procedure was successfully completed with a different device (not specified). The pt did not sustain any reported adverse effect or complication as a result of the balloon rupture. The pt condition is noted as "good".

Manufacturer narrative:
This device is currently being evaluated by the MFR. Therefore, we are not able to determine the relationship between this device and the cause for this event. A lot history search was performed and found no other complaints have been reported from this lot. In addition, the 2007 15-month complaint trend report was reviewed; an unfavorable trend was noted. There were no reported complaints for this product family in 2006, one complaint was reported in 2007 and one complaint (in addition to this complaint) was reported in one month later. The number of complaints increased from 0 to 2 over this three month period; this is identified as an unfavorable trend. Based on the low quantity of complaints and the low potential for pt injury, no further action is warranted. No data points exceeded the action limit.